Event description:
The customer reported during a tpc site visit that there were devices observed to have sticking module latches. There was no patient involvement.

Manufacturer narrative:
The customer complaint of sticking module latches was confirmed during a tpc site visit. The customer is encouraged to use a soft bristled brush to clean narrow hard-to-reach areas such as the module latch to remove residue. The module latch should also be thoroughly inspected for signs of visible damage and replaced if required. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer.

Manufacturer narrative:
The customer complaint of sticking module latches was confirmed during a tpc site visit. The customer is encouraged to use a soft bristled brush to clean narrow hard-to-reach areas such as the module latch to remove residue. The module latch should also be thoroughly inspected for signs of visible damage and replaced if required. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer.

Event description:
The customer reported during a tpc site visit that there were devices observed to have sticking module latches. There was no patient involvement.